Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported "I'm looking for advice about my textured implants I have that have caused recent health problems". Additionally, patient reported "I've had a ruptured and late seroma within less than 10 years". This record relates to left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; g.2; h.6.

Event description:
Patient additionally reported ¿2 lymph nodes seen in her neck and axilla that appeared benign in appearance¿ and ¿some reactive lymph nodes.